Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found. The device's oxygen blending module board needs to be replaced to address the issue.